Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump has screen issues/ frozen. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked keypad overlay, missing display window cover, cracked case (corner of belt clip rails) and cracked battery tube threads. Thus software was utilized and downloaded trace/history files properly. The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump passed the self test and displacement test. The insulin pump was monitored and no missing segments or partial display noted during testing. However found stuck key alarm (61) in history downloaded on (B)(6) 2021 17:11:44.000. In summary, no missing segment noted, the insulin pump passed functional testing. However, customer received multiple pump error 61 alarm according to the device history download due to moisture damage on the battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated that they had screen issue. Customer stated that it was very hard and hard during the day and hard in the shade and during the day time and had dark gray blotches in the middle of the screen and up to top of screen was one bright light and strip of light observed. Customer stated that when they received gave insulin and then 20 minutes later it does not give insulin and saying bolus not delivered. Customer stated that they got stuck button alarm because button is placed against something - twice in one week last week but they knows cause. The insulin pump had cosmetic damage. Customer stated that they received stuck button alarm but they able to clear alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.